Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. Batch # k5d39g or k5cz44 or k5cz96 or k5cz2f. The analysis results of the lt200 cartridge found that it was received inside its original package with one clip unformed loose. A drop test was performed and no loose clips were noted. The cartridge was opened and functional test was performed with a test clip applier. Upon functional testing, the instrument loaded, retained and deployed (B)(4) clips as intended. No conclusion could be reached as to what may have caused the event reported. There were four batches associated with the lot number provided, the batch records were reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that before an open unknown procedure, a nurse found that the clips distorted and came off the cartridges inside the sealed package. The packages were not opened. Another device was used to complete the case. There were no adverse consequences to the patient.